Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. To remedy the issue, the driveshaft was rotated back to the home position. The likely root cause of the issue was due to user error. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Visual inspection was performed and unrelated to the reported complaint found a damaged front and bottom enclosure, likely due to normal wear and tear or due to mishandling. The damaged parts were replaced to address the issue. During initial functional testing, the autopulse platform displayed user advisory (ua) 45 error message upon powering on. During the archive data review, multiple user advisory (ua) 45 error messages were observed, thus confirming the customer complaint. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. As a precautionary measure the encoder gearbox, encoder gaskets, and clutch were replaced. The autopulse platform was manufactured in march 2008 and is more than 12 years old, well beyond the expected service life of 5 years. After parts replacements, the platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). Ccr 23102, reported on (B)(6) 2016, the driveshaft was rotated back to the home position to clear the error.

Event description:
During the shift check, the autopulse platform displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. The customer was unable to clear the error. No patient involvement.